Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that revision of this right atrial (ra) lead was planned 5 days post implant due to user error (suboptimal lead placement). However, during the revision procedure, the physician encountered helix mechanism issues. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.